Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected/updated h3 the device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the failure to advance was determined to be patient condition related since the cta showed circumferential calcium and there was a cannula and catheter kink observed. The cause of the product damage on the pump was determined to be due to patient anatomy since the pump was unable to pass around the bend from innominate to aorta, and a cannula and catheter kink was observed.

Manufacturer narrative:
B1 added selection as it was omitted from the initial report that was submitted. B2 added election and date of death as it was omitted from the initial report that was submitted. B5 clinical narrative was added. H6 health effect - impact code was added as it was omitted from the initial report that was submitted.

Event description:
Clinical narrative: an impella 5.5 device was attempted to be placed in an eighty-three-year-old female patient for high-risk percutaneous coronary intervention, with a known history of coronary artery disease. Prior to the impella 5.5 placement attempt, the patient was receiving ventilator support and was presenting in society for cardiovascular angiography and interventions (scai) stage c cardiogenic shock. The placement attempt was performed via the right axillary/subclavian artery using a surgical arterial approach. The device was unable to be advanced around the bend from the innominate artery into the aorta. This was believed to be related to circumferential vascular calcification as identified on computed tomography angiography. The impella 5.5 placement attempt was aborted. An impella cp device was subsequently placed instead. There are no reported events with the impella cp. Later that day, the patient expired. The death is conservatively being reported in association with the impella 5.5; however, it is considered an unlikely contributing factor to the death, which is more likely related to the patient¿s presenting native critical condition and scai stage c cardiogenic shock.

Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was to be implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The impella 5.5 would not pass around the bend from innominate to the aorta. It was thought to be circumferential calcium per the computed tomography angiography. An impella cp was used instead.